Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that system failure occurred. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition with no appearance of any physical damaged. There was evidence of the error recorded in the event history log. The reported problem was not duplicated, and the investigation was unable to determine the intermittent of the error. The clutch assembly was carefully inspected and no physical or any other damage was found. No fault was found with the device, however the clutch half's left and right with leadscrew and spring were replaced as preventative measure. The root cause was unknown. Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a device history record review is not required. Service review identified this device has not been in for service previously.